Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a stopped alarm problem. The device was in use during monitoring a patient and no patient harm was reported.